Event description:
Caller reported potential false negative urine hcg results on pss hcg urine cassette vs ultrasound test. Pt was found to be 13 weeks pregnant with twins. Pregnancy was confirmed by ultrasound. No further pt info provided.

Manufacturer narrative:
Investigation pending.